Event description:
A customer reported an error with their continuous glucose monitor, specifically a cgm error 42, related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller through the reset process. After completing the reset, the issue was resolved, and the customer successfully restarted their sensor session.